Event description:
The patient fell backward onto the implantable neurostimulator. Afterward he felt no stimulation sensation unless sitting in a reclined position. If he did feel stimulation the majority was at the pocket site or down the entire right leg. Stimulation therapy was supposed to cover the right foot and ankle only. The patient was scheduled to see his primary care physician. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).